Event description:
Customer reported, unexpected negative reactions on the echo. A patient sample that was known to contain on anti-k was reported as negative.

Manufacturer narrative:
"K antigen reactivity was confirmed in retention capture-r ready-screen (3), lot r022 on an in-house echo.the returned patient's sample was tested on an in-house echo with retention crrs(3), lot r022. The sample was nonreactive with all three cells. Hemagglutination test was performed on the patient samples using panoscreen I, ii and iii, lot 10567 and immuadd as the potentiator. A room temperature incubation was included. The sample exhibited microscopic reactivity in one of two k+k+ reagent red cells. The event appears to be caused by the nature of the sample."